Manufacturer narrative:
Root cause of this issue was determined to be a design issue within the nextra ch driver. Nextra ch drivers are contained within ch-std-kt and ch-mini-kt which have all been recalled under 3009540749-2022-001 and have been returned from the field. No revision surgery required and the joint fused.

Event description:
4th toe gappin, wednesday's surgery makes 3 so far, I will only kwire implants from here on out.

Manufacturer narrative:
If additional information is provided that changes the results of the investigation a follow-up report will be filed.

Event description:
4th toe gapping, wednesday's surgery makes 3 so far, I will only kwire implants from here on out.